Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup vvi mode due to event queue overflow. The patient was admitted to the hospital due to therapy being delivered. It is unknown if the therapy was inappropriate. The firmware was downloaded to resolve the event and the patient was stable.